Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) error message upon powering on. No further information was provided. Patient use information was requested but no additional information was provided, therefore patient use is unknown.